Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a pediatric ortho spine posterior fusion surgical procedure the motor device had "no power, sounded weak, and sounded like there was an air leak in the tubing". The planned surgical procedure was delayed by ten minutes. An identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.